Event description:
It was reported that the patient experienced inappropriate high voltage therapy in response to atrial fibrillation (af) falling into the therapy zone of ventricular tachycardia (vt). Technical support was contacted and recommended reprogramming to resolved the event. A medication change and ablation is anticipated but not yet occurred. No intervention has been performed at this time. The patient was stable and will continue to be monitored.